Event description:
It was reported that this pacemaker reverted to safety mode. The patient experienced fatigue and reduced exercise tolerance prior to the in-clinic evaluation. Technical services (ts) confirmed that the device entered safety mode and explained that it serves as a protective backup mode with limited function. Ts recommended device replacement and return for analysis. No additional adverse patient effects were reported. This pacemaker remains in service.